Event description:
The customer reported that erroneous sodium (na) results were generated on a unicel dxc 800 synchron system. Erroneous results were reported out of the laboratory, however there were no reports of deaths, serious injuries or modification to patient treatment associated or attributed to this event. When the issue was noticed, the samples were repeated on another instrument. The repeat results were considered valid and the initial reports were amended. The exact number of erroneous na results generated, the dates and times they were generated, and the specific data results involved in this event are unknown. Instrument na quality control results were within customer established specification during the timeframe of this event. The customer indicated the presence of gel deposits on the sample handling hardware and ion-selective electrode (ise) probe. Customer also indicated the use of short-sample volume gel separator tubes for sample collection.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed instrument ise modifications which included changing out, and purging the sodium electrodes. The fse cleaned all the flow cell electrode ports, the cigar tube and the electrolyte injection cup (eic) block. The fse executed a 20 repetition precision assessment for 2 levels of na qc with acceptable results. The fse performed a correlation study between the analyzer in question, and the alternate analyzer that generated the valid results, with near identical results. Although modifications were made to the instrument prior to returning it back into service a definitive root cause for this event cannot be determined to date. A contributing cause to this event is likely sample collection and instrument handling.